Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes and loss of capture on ventricular lead was observed through merlin.net transmission. The cause of issue is unknown. Patient will be scheduled for in clinic visit for further investigation. Patient was asymptomatic.

Event description:
New information received notes that the device was reprogrammed. Patient was stable.